Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device serial number (refer to d4).

Event description:
It was reported the rhino-laryngo videoscope had debris/dirt found under the rolled-up bending section cover. The issue occurred during inspection for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rhino-laryngo videoscope had debris/dirt found under the rolled up bending section cover. The issue occurred during inspection for use for a diagnostic procedure. There were no reports of patient harm.